Event description:
A user facility in the united kingdom reported that during the sculpt phase of the surgery a 1mm piece of metal was found in the patients eye. The surgeon removed the particle with no complications.

Manufacturer narrative:
The product is not available for return for evaluation. A lot number was requested but is not able to be provided. A photo of the particle was provided and reviewed. The photo showed a small dark colored particle lying on what looks like a piece of gauze. The size is unknown and source of the particle cannot be determined from the photo. Review of trend analysis, risk assessment, and directions for use is underway. The investigation is ongoing.

Manufacturer narrative:
As a lot number was not provided a device history review could not be completed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is completed.